Manufacturer narrative:
Other, other text: returned device was received with a bent front panel in the top right corner, battery door is cracked, and the tidal volume knob rubs against the battery compartment. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the o2 indicator to a smiths medical pneupac parapac plus was found off. It was also reported that the readings were off. There were no reported adverse effects.